Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that the unit was connected but not ready. It was reported that the imaging system reverted to the initialization prompt from the 2d image acquisition mode. The system then promptly reverted to 2d mode. When attempting to position the gantry and imaging system. The system then reverted tot he initialization screen and would not connect. Restarting did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
The mobile view station (mvs) interface (umbilical) cable was returned to the manufacturer for analysis. Investigation confirmed reported issue. Cable failed bench test performed by using cable validator. 100t test failed open between pin #1 and 2, gbit and continuity test passed. Visual inspection on mvs cable passed. The hardware investigation found that reported event was related to an open pin, electrical failure mode.